Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The device was not returned to the MFR for investigation. A supplemental medwatch report will be submitted upon completion of the plant investigation.

Event description:
Upon medical record review for an unrelated event, it was noted there was an overfill in drain #1 on (B)(6) 2014. Follow up was conducted with the pt's peritoneal dialysis registered nurse (pd rn) and the pt did not experience any adverse effect associated with this. He was recovering from hernia surgery (done on (B)(6) 2014) at the time of the event. The pt continued on ccpd after the event without issue. The reported drain volume of 2842ml was 1589% over the expected drain volume which resulted in a reportable device malfunction. The pt did not require medical intervention or treatment as a result of the overfill.